Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following implantable cardioverter defibrillator (ICD), the patient received a vibratory alert. Review of remote transmission revealed, the right ventricular (rv) lead exhibited high pacing impedance. It was presumed to be a loose set screw causing the rv lead pin to make poor contact inside the ICD. On (B)(6) 2020, device interrogation revealed normal rv lead. The pocket was opened, and the lead was disconnected from the ICD and tested through pacemaker system analyzer (psa), with stable function. The lead was then reconnected to the ICD, with normal measurements. Neither the rv lead or ICD were replaced. The physician suspected that the issue was loose set screw. The patient was asymptomatic to the event.

Manufacturer narrative:
Additional information: b5, d10, h6.

Event description:
Related manufacturer report number: 2017865-2021-02283 new information received noted that a remote transmission revealed that the right ventricular lead exhibited high pacing impedance, under-sensing, and loss of capture. The patient would continue to be monitored and was scheduled for further examination.

Event description:
New information received noted that the patient experienced an infection and the system was explanted. There were no complications noted.

Manufacturer narrative:
The reported field events of high pacing lead impedance, sensing and capture issues were confirmed in the lab. No issues were found with the device set screws. The device was above elective replacement indicator (eri) upon receipt. The rv pacing lead impedance measurement was found to be out of range. The x-ray inspection results showed a broken df4 wire in the header. The root cause of the broken wire was determined to be displaced wire inside the connector block during manufacturing process.